Event description:
It was reported that a patient presented with inappropriate shock due to right ventricular lead noise. The lead was capped and replaced on nov 11, 2024. No adverse patient consequences were reported.